Event description:
Attorney reported: 2007--the patient had a bard composix kugel hernia patch implanted to repair a hernia defect. 2008--the patient underwent surgery to repair a recurrent incisional hernia with failed patch. The surgeon noted that the patch was pulling away from the abdominal wall. The patch was removed and plaintiff's hernia was repaired with a biopatch. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.